Event description:
Additional information was obtained indicating that this rv lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. The physician thought there was a lead fracture in the middle portion of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection revealed calcified body fluid covering over the distal and proximal shocking coils which could affect the impedance measurements. X-ray examination observed induced-fracture in one of the three rs-coil¿s filar most likely during the extraction. No non-induced-fracture in conductors was observed.

Event description:
Boston scientific received information that this patient¿s system exhibited high out-of-range (oor) right ventricular (rv) shock lead impedance measurements. Boston scientific technical services (ts) discussed factors affecting this observation. All other lead measurements were good. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.